Event description:
A customer reported that the right down switch for the foot pedal was not working during a procedure. The case was completed using an alternate system. There was no pt harm.

Manufacturer narrative:
The facility did not request service. However, a footswitch exchange was completed. The root cause is unk at this time.(B)(4).